Manufacturer narrative:
No information was provided regarding the stem reference and lot, so no document review could have been performed. Clinical evaluation performed by medical affairs manager: hip revision occurred 6 years and 10 months after cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described mid-long term adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
On october 22, 2018 we were informed that the surgeon was going to perform a hip revision surgery on (B)(6) 2018. The reason for the revision was stem loosening detected 6 years and 10 month after primary. On (B)(6) 2018 the revision was performed successfully.

Manufacturer narrative:
Batch review performed on 19 december 2018. Lot 113273: (B)(4) manufactured and released on 13 december 2011. Expiration date: 2016-09-30 no anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event. Visual inspection performed by november 29, 2018 by r&d product manager visual investigation is in line with diagnosis. Proximal stem is still coated with ha. Few signs on neck due to extraction.